Manufacturer narrative:
As reported, it was found the 6x120 smart flex self-expanding stent (ses) could not be released and was withdrawn from the body. During the removal process, the y-valve may not have been tightened, resulting in partial deployment of the stent. This was found the device came out of the sheath. It was noted this may have been caused by tortuosity. A non-cordis 5.5x120 stent was released. There was no reported injury to the patient. The doctor is skilled in using the smart flex stent. The device was returned for evaluation. A non-sterile ¿smart flex 6x120 vas, 120cm¿ was received coiled inside of a clear plastic bag. The device was unpacked for product evaluation. Upon thorough inspection, it was observed that the stent was partially deployed, with the plastic nut of the hemostasis valve tightly closed. A curved condition was noted on the hypotube. No other notable details were observed on the returned device. Functional analysis was performed to determine if the stent could be deployed as expected. The hemostasis valve was unlocked, and the hypotube was straightened as much as possible. The stent deployment functional test was initiated by retracting the outer sheath while holding the inner shaft in a fixed position. The push rod traveled toward the distal tip as expected, and the stent was deployed. The stent expanded normally, presenting no damage or anomalies. The reported ¿stent delivery system (sds) deployment difficulty-partial deployment¿ was visualized as the device was received with the stent partially deployed. However, the exact cause of the reported event cannot be determined. Functional analysis was performed successfully with no impediment or anomalies noted during deployment. Based on the information available for review, vessel characteristics of tortuosity, procedural and/or handling factors likely contributed to the event reported as evidenced by device analysis. According to the instructions for use, which is not intended as a mitigation, ¿prepare stent delivery system: open the outer box to reveal the pouch containing the stent and delivery catheter. After careful inspection of the pouch, looking for damage to the sterile barrier, carefully peel open the outer pouch and extract the inner pouch. Carefully peel open the inner pouch and remove the backerboard with carrier tube which holds the stent delivery system. Warning: do not use if pouch is opened or damaged. Set the backerboard with carrier tube on a flat surface. Remove the stent/delivery system from the carrier tube. Examine the device for damage. If it is suspected that the sterility has been compromised or the device is damaged do not use the device. If the distal tip (8) is not seated in the outer sheath (1), loosen the tuohy borst valve (5) on the handle (3) and retract the pusher tube (2) such that the distal tip (8) will seat in the outer sheath (1). Tighten the tuohy borst valve by rotating the valve hub clockwise. Check to ensure that the touhy borst valve (5) on the handle is tightened on the pusher tube (2). Use a 1-3 cc syringe to flush the outer sheath (1) with sterile heparinized saline through the female luer (4) on the handle. Flush until only a few drops of saline exit the distal end of the outer sheath. Complete system flushing may require 2-3 flushings with a 1cc syringe. Warning: if the outer sheath (1) cannot be flushed do not use the device. Use a 3-10 cc syringe to flush the inner lumen of the guidewire tube with sterile heparinized saline through the proximal luer hub (6) attached to the pusher tube (2), until saline flows out of the guidewire lumen at the distal tip. Warning: if the inner lumen of the guidewire tube (7) cannot be flushed do not use the device. Introduce the stent delivery system: advance the device over the guidewire and through the introducer to the target site. If resistance is met during delivery system introduction, the system should be withdrawn and another system used. Under fluoroscopic guidance, position the distal stent markers (10) distal to the target lesion and proximal placement marker (12) proximal to the target lesion. Straighten the proximal part of the delivery system as much as possible and keep the handle in a stable position. The tuohy borst valve (5) on the handle (3) must be loosened to allow free movement of the pusher tube (2). If resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to stent or system. If resistance occurs during movement through the sheath, carefully withdraw the stent system. Once stent deployment has begun, the stent must be fully deployed. The system is not designed for stent repositioning or recapturing. If resistance is felt when initially retracting the outer deployment sheath, do not force deployment. Carefully withdraw the stent system without deploying the stent.¿ the information available nor product analysis suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, it was found the 6x120 smart flex self-expanding stent (ses) could not be released and was withdrawn from the body. During the removal process, the y-valve may not have been tightened, resulting in partial deployment of the stent. This was found the device came out of the sheath. It was noted this may have been caused by tortuosity. A non-cordis 5.5x120 stent was released. There was no reported injury to the patient. The doctor is skilled in using the smart flex stent. The device will be returned for evaluation.